Manufacturer narrative:
The customer¿s reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Tech called in for help on 8015ls unit failure device type: failure problem type: failure mode: case resolution: tech called in to have unit sent in for repair with error code 133.6080 which is backup speaker on unit needs to be replace but tech also wanted price quote for level one repair email to him email tech repair quote to shadoe.b.wisdom.civ@mail.mil tech thank me for my assist. Ref:_00d30y0yr._5000l1ql1oq:ref